Manufacturer narrative:
Concomitant medical products: c6tr01 crtp, implanted: (B)(6) 2017, 4968-35 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.